Event description:
Routine investigation when a complaint was received of precision readings taken one right after the other. The difference between these readings was greater than would be expected bringing into question the precision of the system. When the values were plotted on a clarke error grid, the values show that they are clinically significant. There was no report of death, serious injury or medical intervention reported with the event.